Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned for analysis and it was discovered that all the conductors were distorted preventing proper helix operation due to apparent implant damage.

Event description:
It was reported that during the implant procedure, the lead's fixation mechanism did not work properly. The helix could not extend and pull back properly. The lead was not used. No patient complications have been reported as a result of this event.